Event description:
Customer reported the panorama central station's wireless transceiver had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated system's wireless transceiver and could resolve the problem. The wireless transceiver is being returned to the company's repair center for further evaluation.